Manufacturer narrative:
H3: product analysis confirmed visually, the adhesive was not applied uniformly over the clamp shell. Functionally, a continuity check was performed for each electrode, end to end, and the measurements were as follows: 27.3 ohms (blue), 29.2 (blue with white stripe), 90.7 ohms (red), and 82.7 ohms (red with white stripe). Per the assembly drawing, the resistance specification should be under 200 ohms from end to end in which all electrodes were. When trying to bend and manipulate the tube, the blue with white stripe electrode consistently went over 1000 ohms. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that during partial leftside thyroid surgery, there was a failed electrode check on channel one. Swapped the electrodes to channel two from channel one, then channel two was failing the electrode check and channel one was passing. Swapped tubes, and issue did not resolve, still failing electrode check. Reboot did not resolve. Connected wired cable to wireless interface box, then electrode check passed. Note that prior to passing electrode check, the system allowed the system to proceed to the monitoring screen. There was less than 10 minutes delay in the surgical procedure. There was no patient impact.